Event description:
During removal of a drain from pt by a physician following post laminectomy, the drain broke off in the pt's back. Surgery was performed to remove the indwelling portion of the drain.